Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the elective replacement indicator was triggered on the pulse generator. Premature battery depletion was suspected. Sensing, threshold and impedance were in normal ranges. The device was explanted and replaced with a competitor device. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. Analysis of device image indicates as false eri was triggered prior to explant, consistent with device functioning in higher than nominal settings due to its programming. The device was tested on the bench and no anomalies were found.